Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400-500 mg/dl. Cause of bg level was not known. Customer administered a manual injection of insulin to address the issue and went to the emergency room. Customer could not provide treatment received in the emergency room. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer was discharged the same day with the issue resolved and no permanent damage.